Event description:
It was reported that there was high and variable thresholds on the right ventricular (rv) lead. It was further reported that there was intermittent rv undersensing on high rate non-sustained episodes, it is suspected that his may have caused a delay to treatment for ventricular fibrillation (vf). The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.